Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, and was taken to the emergency room. Contact was unable to provided a bg value. Reportedly, customer changed their pump settings and entered them into the pump incorrectly. Customer set their basal setting to 9.5 units of insulin instead of .095 units. Customer's family initially believed the customer was experiencing elevated blood glucose levels and delivered 15 units of fast acting insulin to the customer.